Event description:
It was reported that on (B)(6) 2021 a revision left total shoulder replacement for a partial rotator cuff tear were several devices were used as a q-fix anchors to repair the subscapularis peel, a regeneten implant, bone and tendon anchors for the superior cuff was performed. After this procedure, the patient presented worsening pain, swelling and irritation involving her right upper extremity radiating into the neck, chest and face. On (B)(6) 2021 a debridement/ capsular release was performed. After one month post operative the patient was doing well but after this she presented severe pain and swelling which is still an ongoing issue.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. This event is considered ongoing. Should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: 1) incorrect bone hole preparation. 2) improper depth insertion. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.